Event description:
I received my second injection of supartz - sodium hyaluronate - in my left knee in 2009. The next day, I was unable to move my left leg. I pulled myself out of bed and to the ER and got some relief. Three days prior, I saw the doctor who gave me the shot. He didn't know exactly what to do. He tried several things the next couple of weeks to no avail. Two months later, I contacted smith & nephew, the provider of the medicine for help. They didn't offer any advice but told me they would be contacting FDA.in the same month, I changed doctors and after lab work that day, I had emergency surgery for an infection in my left knee and I'm still recuperating. No one can explain how my knee got infected, but supartz was the product that started my problems. Dose: 2.5 ml. Frequency: once a week. Dates of use: 2009. Diagnosis: knee pain.